Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a myoglobin result below the normal reference range on one patient sample generated on dxc 600i access2 clinical system. The result did not match the clinical picture. Upon repeat, the result was within normal reference range. The erroneous result was not reported out of laboratory. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample is serum and was collected in sst tube. Qc runs before and after the event were within the customer's established range. A system check was performed on (B)(4) 2010, and met specifications. No error or flag was posted in association with the erroneous result. A bci field service engineer (fse) was on site on (B)(4) 2010. Fse replaced some parts. All verification testing met published specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.